Event description:
Complainant alleged that during incoming inspection the device prompted a "self test failure for p/s v out of range" message. Complainant indicated that there was no patient involvement in the reported malfunction. -log review item found on 16may25 by slc 30d2b (042422 r).

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a variable resistor on the monitor board. The device was scrapped. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.